Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On apr 10, 2017: litigation papers received. Litigation alleges pain, weakness, and difficulty with simple daily living activities. Update aug 1, 2017: legal medical records received. After review of the medical records for the MDR reportability, it was reported that the patient was revised to address aseptic loosening of the stem. Revision notes reported of significant scar tissue formation and stiffness, the stem was removed very easily without difficulty after removing some lateral granulation tissue and bone. X-ray reported incomplete cortical fracture, osteolysis, radiolucency surrounding the stem, and subsidence of the distal portion of the femoral component. Stem has been added due to loosening. Product codes and lot numbers provided. This complaint was updated on aug 11, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:   UDI: (B)(4).